Event description:
Customer reported the insulin pump alarmed sensor error, calibration error, and change sensor. Customer's blood glucose level was 336 mg/dl, treated with bolos. Taking prednisone she has lupus which causes her to have highs. Troubleshooting was performed. Alert was verified in history. Sensor was inserted on (B)(6) 2014 on the left side of the abdomen, appears flat and fully inserted. Alert occurred after initialization and bad sensor occurred after second calibration error alarm. Customer was advised to change out the sensor. Customer noted the sensor was bent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.